Manufacturer narrative:
The hcp reported the sensor breakage occurred during the removal procedure. The end cap of the sensor was removed first along with a blood clot, and then the rest of the sensor was removed subsequently. All pieces of the sensor were retrieved from the user. According to hcp, the user was doing fine after removal.

Event description:
On (B)(6) 2023, senseonics was made aware of an adverse event where a sensor broke during the removal procedure.